Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 40 mg/dl. Reportedly, the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Additionally, customer was using humalog r-200, and customer skipped breakfast. Reportedly, the cgm bg reading was 122 mg/dl and the meter bg reading was 88 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 40 mg/dl. Bg was addressed via glucose gel and intravenous saline. Reportedly, the customer left the ER 25 minutes later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.